Event description:
It was reported that the pt had a worsening of his motor symptoms. The lead impedances were abnormal, and on x-ray, the lead looked fractured. Replacement of the lead was planned. Add'l info has been requested; a follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B)(4).